Event description:
Hill-rom received a report form the account stating the nurse call would not work form the left side. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the membrane switch cable pulled out of the power control board. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed in 2007, 2009, and 2011. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the nurse call membrane to resolve the issue. Based on this information, no further action is required.